Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not properly align with the display cursor. It was indicated that the printed circuit board (pcb)/overlay connector required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not properly align with the display cursor. The programmer was returned for service. There was no patient involvement.